Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. A definitive root cause cannot be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Edwards received information that a femoral venous cannula was connected to the left femoral vein, and a leakage occurred within three hours after being connected. The leakage occurred at the overmold area. It was reported that a few milliliters of blood loss occurred, but there were no patient complications due to this event.

Manufacturer narrative:
Additional manufacturing narrative: manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. (B)(4).